Manufacturer narrative:
Upon performing a left ventriculogram in the 30 degree right anterior oblique (rao 30) view using a cath f4 (B)(4) and for power injection of contrast, there appeared to be a small foreign body in the left ventricle or left atrium after the ventriculogram. The patient had no apparent neurologic complications associated with this and the foreign body was not seen on fluoroscopy following the case. It is questioned if the foreign body seen could have been crystallized contrast. The original intended procedure was a left heart catheterization, selective coronary angiography, left ventriculogram. Per the claims analyst at the reporting site, no films are available for review, and the device was discarded, so there will be no product return. The product was stored, handled, inspected and prepped per the IFU. No kinks or other damage were noted prior to inserting the product into the patient. Optiray contrast was used during this procedure, and the ratio used of contrast to saline was 50cc saline and 110cc contrast. There was no difficulty tracking the device through the vasculature. Patient was discharged next day with no issues, and per the physician, no issues have been reported to date. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15327789 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without films for review and no product return for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
Report received via voluntary medwatch: upon performing a left ventriculogram in the 30 degree right anterior oblique (rao 30) view using a power injection of contrast, there appeared to be a small foreign body in the left ventricle or left atrium after the ventriculogram. The patient had no apparent neurologic complications associated with this and the foreign body was not seen on fluoroscopy following the case. Question if the foreign body seen could have crystallized contrast. The original intended procedure was a left heart catheterization, selective coronary angiography, left ventriculogram. Per the claims analyst at the reporting site, no films are available for review, and the device was discarded, so there will be no product return. The product was stored, handled, inspected and prepped per the IFU. No kinks or other damage were noted prior to inserting the product into the patient. Optiray contrast was used during this procedure, and the ratio used of contrast to saline was 50cc saline and 110cc contrast. There was no difficulty tracking the device through the vasculature. Patient was discharged next day with no issues, and per the physician, no issues have been reported to date.